Event description:
It was reported that after a da vinci myomectomy procedure, when the customer sterilized instruments and cleaned up the or room, she found that a wire had been broken on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The conductor wires were intact and undamaged. The other cables at the instrument's wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches are approximately .146 - .222 in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and tube abrasions with material removed could likely cause or contribute to an adverse event, if the malfunctions were to recur.